Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a deformity on the introducer tip is confirmed, and the cause is determined to be manufacturing related.. The device returned was one 5 fr microintroducer with dilator. Visual observation found the dilator to be fully attached to the sheath. No residue on the device was apparent. There was a large deformed area on the tip of the introducer sheath. Microscopic observation found that the introducer sheath tip was extremely deformed for about half its circumference. Splitting the sheath apart found that the wall of the sheath at the tip was pushed in proximally. The tipped portion of the sheath appeared irregularly shaped. However, the tip of the sheath where it was not deformed was not blunted. The complaint device was found during preliminary evaluation to be covered in use residues, suggesting it had been in contact with the patient, and the tip of the dilator manifested some abrasion at the inside of the tip, such as might be caused by traveling over a guidewire. A lot history review (lhr) of rebr0189 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported a deformity with micro-introducer tip. It was not used on patient, noticed prior to placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr0189 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported a deformity with micro-introducer tip. It was not used on patient, noticed prior to placement.